Event description:
The iab was inserted into the pt on 2/16/98 at 6:30 pm. On 2/16/98 at 9:30 pm, the iab leaked and the iab was removed. A second iab was inserted into the pt. The iab was not returned to datascope for eval. The iab was finally returned to datascope for eval on 4/17/98 and the following was reported: after iabp for three hrs, the "gas loss" alarm sounded from the pump some blood was noted in the tubing. The iab was removed. A second iab was inserted into the pt. There was no pt injury or complication as a result of the event. The pt was discharged from the facility. [Event complications]: none from the event-reported 3/2/98, 4/17/98. [Pt's current status]: discharged-rpt'd 3/2/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 5/01/98).